Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed china reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a pancreatic surgery procedure on (B)(6) 2023 when it was reported ¿in robotic surgery, ias12-100lpi are used as auxiliary holes. During the operation, the puncture device ruptured.¿. Further assessment questioning found that ¿other cases, piece were found. Aside from this, I¿m afraid there are no more updated information following.¿. The current status of the patient was reported as "all recovering well.". There was no report of injury, medical, or surgical intervention or extended hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed china reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a pancreatic surgery procedure on 08mar23 when it was reported ¿in robotic surgery, ias12-100lpi are used as auxiliary holes. During the operation, the puncture device ruptured.¿. Further assessment questioning found that ¿other cases, piece were found. Aside from this, I¿m afraid there are no more updated information following.¿. The current status of the patient was reported as "all recovering well.". There was no report of injury, medical, or surgical intervention or extended hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total number of 5 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 91 complaints, regarding 94 devices, for this device family and failure mode. During this same time frame 1,036,818 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.